Manufacturer narrative:
Initial

Event description:
It was reported that the ilet displayed repeated alert 64 codes indicating a haptic system error, and the user restarted the device each time; the device was otherwise functioning, and the system was used with a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device tactile feedback malfunction associated with the vibrator component, consistent with an electrical or electronic component problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.